Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that (7) point of care unit will not power on and had defective keypads. Therefore, keypads of the devices need to be replaced. There was no reported patient involvement.